Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿. Section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿. This report is being filed as part of a retrospective review of historical records.

Event description:
Complainant reported the patient was on impella rp for hemodynamic support. A kink in cannula was noted. Decision made to replace device with a new rp. Physician was unable to pass device through prosthetic tricuspid valve with multiple attempts. Decision made to abort case. Patient is stable post procedure.